Event description:
Boston scientific received information that this right ventricular lead failed to capture at maximum outputs. Another right ventricular lead was successfully implanted and the chronic rv lead surgically abandoned. No resulting adverse patient effects reported.

Manufacturer narrative:
In the absence of a returned product, no further field investigation required. This investigation will be updated should further information be provided.